Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump turned off on its own. The customer's blood glucose was unknown at the time of incident. The customer reported that the battery compartment got damaged during battery cap removal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was properly tested using a test battery cap. The stop (idle) current and run current measurement tests are within specification. Device also passed displacement test, self test and off no power alarm test. No failed battery test alarm noted during testing. (B)(4).